Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the operating room for a lead revision due to noise and pocket stimulation with a competitive lead. After the new lead was implanted, dft testing was performed, and noise was observed on the new lead. A possible issue with the device was suspected. The device was explanted and replaced; noise was still observed. The new lead was repositioned, due to suspicion that the capped lead was interfering and causing the noise. After the new lead was repositioned, no noise was observed. The patient is stable and will be followed normally.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be conclusively determined as noise could not be reproduced.